Event description:
It was reported the bronchofibervideoscope image is too dark. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned and an evaluation was completed. During inspection, olympus did not confirm, the reported event of no image. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated, during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.